Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing failure was found within the investigation window. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The allegation was confirmed due to the finding of a transmitter failure within the investigation window. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.